Event description:
A trauma pt underwent repair of a thoracic transection using the gore tag thoracic endoprosthesis. After successful deployment, a final angiogram was done and the device was shown to have poor inner wall apposition. A coda balloon was used to gain better fixation of the graft. The procedure was completed and the pt was discharged to the fl in stable condition. A post procedure CT study indicated the graft had infolded. The pt is scheduled for reintervention at a later date and is currently asymptomatic.